Event description:
It was reported that the patient experienced a loss of therapeutic effect. Two of the programs are helping with the symptoms and two are not. The patient increased their stimulation from 1.9 to 2.7. The patient was at home. It was later reported that the patient's stimulation was turning off and was not able to turn stimulation on. Further information is being requested from the hcp.